Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. Investigation: samples received: (B)(4) unopened race packs. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.114 kgf in average and 0.101 kgf in minimum (ep requirements: 0.061 kgf in average and 0.015 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No CPAP necessary.

Event description:
It was reported the thread was damaged/broken. The reporter indicated that during a coronary artery bypass graft surgical procedure the suture snapped while the surgeon was tying the knot after a left internal mammary artery (lima) distal anastomosis. Another piece of suture also snapped while tying a knot after the distal anastomosis of a saphenous vein at a t-junction anastomosis. The surgeon had to resuture which prolonged the surgery about 15 minutes. No patient information is available.